Event description:
It was reported that malfunction alarm appeared on pump with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.